Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had leak in circuit alarm .there was no patient harm reported.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) unit had leak in circuit alarm .there was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not duplicate any failure when tested with test balloon and trainer. The safety disk was replaced due because it was due, per its hours. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.